Manufacturer narrative:
Three items were returned, including one rbl2520 ribloc low profile guide assembly, and two msp2014 t8 power driver bit, low-profile, and examined under magnification. Under inspection, the part of the guide that appears to have fractured is the rlpg adjustment screw. The fracture region extends along the length of the protruding screw and is curved, with a fracture surface that transitions from being perpendicular to the screw axis, to oblique to the axis. The fracture surface presents as smooth, with sporadic grainy patches, indicating a possible single-event brittle fracture. The guide additionally presents with significant deformation and wear surrounding the fractured region. No definitive conclusion can be made.

Event description:
It was reported that the resident was using the u +90 hand set to compress the plate under pressure from a richardson retractor above. A popping sound was heard, procedure stopped, and the low-profile primary guide was found to be damaged. It was pulled from the field. Surgery was competed with no impact to surgery or patient using another low-profile guide.